Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: a suture is received in original closed package, without sterilizing solution. Preliminary analysis: · inventory review: the stock was reviewed and it was verified that to date there is no available units of this product code and lot in reference. · quantity produced / imported: this product code and batch number produced (B)(4) units in total. · distributed quantity: the traceability of this product / lot is carried out and it is identified that all the units manufactured were sold to (B)(6) customers from the cities of: (B)(6). · background: the database of complaints was reviewed and it was verified that to date there are no reports related to this product code and lot number. · batch record: the documentation corresponding to the manufacture of the lot was revised and no deviations or alterations were evidenced during the process. Analysis of the sample (s): the sample received was visually checked, it was evidenced that the suture sent by the client, leak through a small hole in the aluminum foil. This damage was caused by a defect in the mold of the sealing machine, which is not detected in the process, only after a time when the solution makes contact with the affected part of the aluminum and causes deterioration to it. The fault was detected and corrected before the customer's report of this reference was received. Conclusions: the sample provided by the customer does not meet the OEM requirements. Corrective/preventive actions: no action is required, as the cause of the claim was corrected before receiving the client's report.

Event description:
Country of complaint: (B)(6). It was reported that there was a leakage of the solution from the suture pouches.